Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup mode with no defibrillation output due to incorrect programming settings during a magnetic resonance imaging (MRI). Technical support was contacted and the device was restored to nominal settings. The patient was stable with no consequences.